Event description:
This event involved a female patient who was taken to the operating room for bilateral temporal artery biopsies on (B)(6) 2013, under moderate sedation and using an oxygen venti mask with 8 liters of oxygen. The left temporal biopsy was performed and in the same fashion the surgeon proceeded to the right temporal side; however, he encountered bleeding and used a bovie electrosurgery unit to cauterize the area. Suddenly the drapes caught fire, ultimately protecting the patient. However, the patient sustained some facial burns. The affected area was irrigated with saline and aquaphor ointment was applied; covered with abd pads and secured with a stockinette.